Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0p1jz, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a return of symptoms. The patient stated she was playing around with the programmer and she thinks she may have done something to it, like maybe shut off the implantable neurostimulator (ins) because her symptoms had returned and she was not feeling stim anymore. The patient stated over the last couple of days she noticed her symptoms had returned. The patient wanted to know what to do to check to see if the implant was on. The patient was able to use the programmer and was able to verify the lightning bolt was showing ins was currently on. The patient was currently on program 3 and stim was set at 1.9. The other day the patient increased stim to 2.0 and it was too much so she turned it down to 1.9. Currently, the patient did not feel stim. The patient increased stim to 2.6 but that was not comfortable when standing and walking. The patient decreased stim to 2.5 which was comfortable standing, sitting and walking. The patient will leave at current setting and will continue to track her symptoms. The patient will call the doctor for direction on how long to leave at current setting. It was noted that the patient never received interstim therapy guide. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.